Manufacturer narrative:
Findings: pump passed prime/a33 test, excessive no delivery test, self test and a21 error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, missing end cap sticker and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 190mg/dl at the time of the incident. The customer reported that the gasket fell off part of the pump. The reservoir compartment rim broke off. The sugars had been high over 300mg/dl. The customer mentioned having high blood sugars all day since yesterday over 300mg/dl. The customer did take correction with injection had customer do finger stick and current blood glucose was 190mg/dl. Since pump needs to be replaced did not offer to troubleshoot the high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.